Manufacturer narrative:
Add'l info received indicated that the customer has not experienced any further altitude alarms. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an altitude alarm and could not clear the alarm. The customer's blood glucose (bg) level was 300 mg/dl & insulin injections were administered by the contact to lower bg level. Tandem technical support had the contact remove and reinstall the cartridge. The alarm was cleared and insulin delivery resumed.